Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil out piece by piece / small piece floating around') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left coil improperly placed". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("device insertion complication"), menstrual disorder ("wary period"), menopause ("menopause") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, complication of device insertion, menstrual disorder and menopause outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, complication of device insertion, device breakage, menopause and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Event "hair loss" added. Removal details added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil out piece by piece / small piece floating around') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left coil improperly placed". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device insertion ("device insertion complication"), menstrual disorder ("wary period") and menopause ("menopause"). Essure treatment was not changed. At the time of the report, the device breakage, complication of device insertion, menstrual disorder and menopause outcome was unknown. The reporter considered complication of device insertion, device breakage, menopause and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Processed with fu. 04. New events added: menopause. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil out piece by piece / small piece floating around') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left coil improperly placed". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device insertion ("device insertion complication") and menstrual disorder ("wary period"). Essure treatment was not changed. At the time of the report, the device breakage, complication of device insertion and menstrual disorder outcome was unknown. The reporter considered complication of device insertion, device breakage and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: case became incident. Reporter added. Event adverse event removed. Events added: device breakage, device deployment issue, complication of device insertion and wary period. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.